Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced unspecified cartridge issues where the insulin "disappears." Reportedly, the user would fill the cartridge and by the end of the day, the cartridge would be empty. The user stated that they do not use all of the insulin in the cartridge. There was no reported impact to the user's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.